Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient had their ins revised. The ins was revised in the pocket site because it was flipping. They stated the ins flipping started occurring around eight months ago. Per the patient, their healthcare provider said they "wrapped it in some kind of stuff." No further action was taken.

Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.